Event description:
It was reported that the email from customer saying that the arctic sun device had been alarming with flow issues. They called the helpline to say that the flow issue was resolved and spoke to sn at hospital and device was not cooling patient. They went in, took data off and reviewed. Did heating and cooling check also which was fine, and data showed cooler ok so there was a pump issue and would need to go back to representative. Per follow up information updated from wo on (B)(6) 2025, device sent to depot repair. They had to remove patient, no other device to use. The patient was not able to be cooled to the desired temperature, but there was no impact that required medical intervention.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The initial reporter's phone number that is provided is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. The patient was not able to be cooled to the desired temperature, but there was no impact that required medical intervention. As5000 system passed all tests, is functioning properly and is ready for use. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. The initial reporter's phone number that is provided is (B)(6). Correction: d, e, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the email from customer saying that the arctic sun device had been alarming with flow issues (pr# (B)(4)). They called the helpline to say that the flow issue was resolved and spoke to (B)(6) at hospital and device was not cooling patient (pr# (B)(4)). They went in, took data off and reviewed. Did heating and cooling check also which was fine, and data showed cooler ok so there was a pump issue and would need to go back to representative. Per follow up information updated from wo on 19mar2025, device sent to depot repair. They had to remove patient, no other device to use. The patient was not able to be cooled to the desired temperature, but there was no impact that required medical intervention.